Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter aortic valve, it was observed the valve failed due to a partially torn leaflet on the left coronary cusp (lcc) via transesophageal echocardiogram (tee), resulting in severe central aortic regurgitation, heart failure and hemodynamic instability. The patient was re-hospitalized as a result. The patient is being evaluated for possible surgical intervention or a valve-in-valve procedure. Per the physician, depth of implant was a contributing factor to this event.

Manufacturer narrative:
Updated data: a4., b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was "implanted deep" during initial implant.

Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter aortic valve, it was observed the valve failed due to a partially torn leaflet on the left coronary cusp (lcc) via transesophageal echocardiogram (tee), resulting in severe central aortic regurgitation, heart failure and hemodynamic instability. The patient was re-hospitalized as a result. The patient is being evaluated for possible surgical intervention or a valve-in-valve procedure. Per the physician, depth of implant was a contributing factor to this event. Additional information was received that the intended depth of implant was possibly 3-5 millimeters (mm), and the valve may have embolized ventricular. Approximately one day after the failed valve was identified, a non-medtronic transcatheter valve was implanted v alve-in-valve without incident.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter aortic valve, it was observed the valve failed due to a partially torn leaflet on the left coronary cusp (lcc) via transesophageal echocardiogram (tee), resulting in severe central aortic regurgitation, heart failure and hemodynamic instability. The patient was re-hospitalized as a result. The patient is being evaluated for possible surgical intervention or a valve-in-valve procedure. Per the physician, depth of implant was a contributing factor to this event. Additional information was received that the intended depth of implant was possibly 3-5 millimeters (mm), and the valve may have embolized ventricular. Approximately one day after the failed valve was identified, a non-medtronic transcatheter valve was implanted v alve-in-valve without incident. Additional information was received that the valve was "implanted deep" during initial implant. Additional information was received that the valve was not intentionally implanted deep during the initial implant procedure, and it was not confirmed if the valve dislodged. However, it was noted that valves that are implanted this deep generally move ventricular upon deployment even if it was not the intended position.